Event description:
This procedure was performed in the UK: device was placed in pt without problem, upon post dilating with pta balloon, struts were seen to puncture vessel wall and perforation of vessel occurred. Bleed was stabilized, upon speaking with consultant and showing stent, he felt it may have been a result of over sizing of the pta balloon.